Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v267751, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the event resolved without sequelae on 2014-(B)(6). Additional information received reported that the patient had placement of sacral neurostimulator and removal of sacral neurostimulator. Additional information received reported that the implantable neurostimulator (ins) was replaced on 2014-(B)(6).

Event description:
It was reported that the implantable neurostimulator (ins) battery depleted. It was noted that it was an ongoing event. It was noted that interventions included reprogramming. It was noted that during reprogramming it was discovered that the battery life was 6 months on (B)(6) 2014. It was noted that the subject was tentatively scheduled for surgical revision on (B)(6) 2014. It was noted that the signs and symptoms included device not functioning and loss of efficacy. Additional information received reported that the patient went in due to ¿device not functioning and loss of efficacy. It was noted that the site reprogrammed the device and found that it was off due to unknown reason. It was noted that the device was turned back on and reprogrammed. It was noted that during the interrogation it was noted that there were 6 months of battery life left and the patient had been scheduled for a surgical revision to replace the battery. It was noted that it was not clear if the loss of efficacy was due to the low battery life or due to the device being off.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study reported the patient had frequent feelings of urination.

Event description:
Additional information received reported that there was an undesirable change in stimulation.